Event description:
It was reported that the insulin pump alarmed an error and that the device had unresponsive esc and act buttons. The blood glucose reading was 123 mg/dl. The customer stated that he was unable to clear the alarm. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.